Manufacturer narrative:
Olympus medical systems corporation (omsc) contacted the user facility to obtain add'l info. The user facility reported that the users were not aware that the airtight packing fell off the connector when attaching it to the cylinder. The user facility stated that the reported phenomenon was attributed to user handling. The airtight packing was returned to olympus medical systems corporation (omsc). Olympus was unable to perform an eval as only partial device was rec'd. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic colectomy procedure, the users experienced insufficient gas supply while insufflating the abdominal cavity. The clinical engineer detached the co2 cylinder from the maj-1080 and then attached a new gas cylinder. A gas leak was noted from the yoke, and the pt was unable to be insufflated. The procedure was converted to an open abdominal surgery. The pt reportedly recovered well and had been released from the hospital.